Manufacturer narrative:
Explant was reported due to regurgitation. The investigation found that cusps 1 and 2 were torn. There was marked thinning and loss of collagen fibers in all three cusps, with minimal normal cusp tissue remaining. Cusp 2 contained calcifications, which were associated with the tear. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tear could not be conclusively determined; however, the calcification noted and to one tear site and degenerative changes noted to the tissue could have contributed to the tear formation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 27mm epic stented porcine heart valve w/flexfit system was implanted in the patient's mitral position on (B)(6) 2018. An abbott sizer was used in the surgery. No mitral regurgitation(mr) was confirmed in echocardiography in (B)(6) 2020. The patient was hospitalized in (B)(6) 2021 due to symptom of acute heart failure and orthopnea. Mr was confirmed on echocardiography which led to reoperation on (B)(6) 2021. No information for severity of regurgitation was obtained. The epic valve was explanted, replaced with a non abbott valve. The patient is in stable condition postoperatively. The leaflets were not moving well and it is suspected as either due to a tear on part of the commissure or due to pannus formation. In addition, "red part" on the inflow side of one of the leaflets was suspected to be infective endocarditis (ie). Echocardiogram, explant operative report was not obtained due to hospital policy. No additional information was provided.